Manufacturer narrative:
The reported events of ¿loss of capture and decreased sensing¿ were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to loss of capture and decreased sensing. The lead was explanted and replaced. The patient was in stable condition.